Event description:
It was reported that during an open distal pancreatectomy, the device could not be fired at the 1st stroke of the 1st firing and the unformed staples of the proximal part were deployed when the device was used on the pancreas. Reinforcement material was not used. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Premature sled movement. Additional information was requested and the following was obtained: the following information was requested, but unavailable: at the first firing the device would not fire? At the first firing did the staples fire on the pancreas unformed or did the staples fall out unformed.---no, the device could not be fired and some staples of the proximal part were deployed. The device was reloaded and fired on the pancreas and that is when the unformed states were seen? ---another device was used after this event. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? ---1st. During which stroke did the event occur? ---1st. What color cartridge was being used? ---green. What other color cartridges were used before and after this event? ---no information. Was buttressing material utilized? ---no. If so, which product? Was the instrument fired across or near an existing staple line or clip? ---no information. Were any unexpected noises heard? ---no. If so, when? Were any of the forces higher or lower than expected (closing, firing, or opening)? ---the device could not be fired. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? ---yes. Was there any difficulty removing the device from the tissue? ---no. Is there any other additional information you would like to share about this device or procedure? ---no. The device was received for analysis with no visual non-conformances and with an ecr60g cartridge reload present. The cartridge reload was received partially fired 1/10. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The returned device and cartridge reload were tested for functionality in the articulated position by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.